Manufacturer narrative:
H4: the device was manufactured from february 14, 2020 - february 29, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. Further details about the event were not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.